Manufacturer narrative:
Additional information : two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak. The reported problem was verified. The cause of the condition was due to material defect. There are control measures in place to mitigate this failure mode. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) buretrol IV (intravenous) solution administration sets were leaking from unspecified locations. The leaks were discovered during unspecified process steps. There was no patient involvement. No additional information is available.